Event description:
It was reported that the patient presented for a lead revision procedure on (B)(6) 2018. The patient's right ventricular lead had exhibited decreased sensing thresholds and was noted to have pulled back. The impedance was noted to have been in range. The lead was removed and replaced. The patient was stable following the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.